Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, infection. Implant loss during reopening and insertion of the retentive anchor.